Manufacturer narrative:
The investigation determined that the issue found by the fse was the root cause of the event.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of multiple erroneous results for 1 patient tested on a cobas 6000 c (501) module and a cobas 6000 e 601 module. Based on the data provided the patient had erroneous results on the cobas 6000 c (501) module when tested for ise indirect na, k, ci for gen.2, calcium, glucose, creatinine, ast, alt, total protein, albumin, cholesterol, hdl and erroneous tsh results when tested on a cobas 6000 e 601 module. This medwatch will cover the erroneous results from the c501 module. Refer to medwatch with patient identifier (B)(6) for information on the erroneous tsh results from the e601 module. Refer to attached data for the patient results from the c501 module. No adverse event occurred. The na electrode lot number and expiration date were not provided. No other reagent information was provided. The field service engineer (fse) visited the customer site where a contaminated sample probe was identified. The system was decontaminated and the sample probe was replaced. The customer ran calibration, quality controls and patient samples. The system operated within specification.